Manufacturer narrative:
D4: UDI: the expiration date and manufacture date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported in a bwi-sponsored clinical study that a patient underwent a ventricular tachycardia ablation procedure with a qdot micro catheter and the patient remained hospitalized for the next week due to decompensation in recurrent malignant arrhythmias the relationship of the adverse event with the study devices is not related. The relationship with the index procedure is causal and expected/anticipated. The outcome is ongoing. Intervention included an evaluation of an urgent report on orthotopic heart transplantation.

Manufacturer narrative:
On 26-mar-2026, bwi received additional information indicating that the orthotopic heart transplantation evaluation the medical team considered was actually performed. The patient's condition was resolved during their hospital stay and they were discharged on (B)(4)2026. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).